Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since the lot number provided was not recognized, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with an unknown mentor saline prosthesis. Left sided deflation was diagnosed by a physician on (B)(6) 2018. As a result, the device was explanted on (B)(6) 2018.